Event description:
Event: post implant endoleak treated with a wall graft. Case details: it was reported that 5 days post-implant, the patient presented to the emergency room with back pain. An angiogram taken demonstrated a type I endoleak in the right limb. A wall graft was placed to resolve the endoleak.